Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 17382296, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had inadequate pain relief. The patient underwent an explant procedure.